Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connector damaged) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was excessive force. Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor failed testing. The cause of this failure was that the c1 capacitor shorted which shorted the 12v line and damaged the l1, l2, and d1 components. The cause of the inability to complete testing and the inability to power on is the c1. The root cause of the shorted c1 capacitor cannot be positively identified. No adverse event resulted from the defective electrode belt or monitor.

Event description:
A us distributor reported that a patient's belt connector was damaged. The monitor was also returned and a reportable problem was found.